Event description:
The reporter stated that he did meter to hcp meter comparison tests, about 30 minutes apart, in a fasting state. The results were 45mg/dl on his meter, and 153 mg/dl on the hcp meter (type unknown) at clinic. He did not have any symptoms. A control test was not done due to unavailability of supplies. On follow-up, the lifescan representative reviewed qc procedures, expiration times for opened control solution and strips and discussed meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8